Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing, resulting in inappropriate atrial tachy response (atr) events. Boston scientific technical services (ts) noted an unusual drop and rise in pace impedance measurements approximately a month prior. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).